Event description:
A supplemental report is being submitted due to completion of the investigation on 22 oct 2025 and receipt of additional information on 4 sep 2025. The additional information was received on 04sep2025. 1. Are images of the device or procedure available? Ans. I have an image of the stent once it was successfully retrieved. Please let me know if I should send the picture via email or phone. 2. Did the patient have preexisting conditions? (If yes, please specify) ans. Svc occlusion 3. Details of the wire guide used (name, diameter, hydrophilic)? Ans. N/a. 4. Was resistance encountered when advancing the wire guide to the target location? Ans. No resistance mentioned. 5. Was resistance encountered when advancing the delivery system to the target location? Ans. No resistance with advancement of delivery system. 6. If resistance was met, how did the physician address this? Ans. No resistance was met/mentioned post case.

Manufacturer narrative:
Device evaluation: the zvt7-35-80-16-100 device of c2263646 lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. An image was provided to support the complaint investigation. At the image provided the delivery system and deployed stent is visible. Manufacturing records: prior to distribution, all zvt7-35-80-16-100 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zvt7-35-80-12-100 of lot number c2263646 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data, n/a. Instructions for use and/label the indication for use section of the instructions for use (ifu0091) which accompanies this device instructs the user to: ¿the zilver® vena¿ venous stent is indicated for improving luminal diameter in the iliofemoral veins for the treatment of symptomatic iliofemoral venous outflow obstruction.¿ there is evidence to suggest that the customer did not follow the instructions for use. As per information provided the stent was used for svc (superior vena cava). Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. From the information provided it is known that the device was used for svc (superior vena cava). As previously noted, the stent is indicated for improving luminal diameter in the iliofemoral veins. Abnormal use complaints are considered to be beyond any further reasonable means of interface ¿ related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, stent was placed in svc and migrated to abdomen near confluence of ivc. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did experience adverse effects due to this occurrence. "24fr inari sheath was used as well as alligator forceps", "pt will need second intervention in the future as no stent was placed". Investigation findings conclude that definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on customer and/or rep testimony.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported on the customer complaint form: "stent was placed in svc and migrated to abdomen near confluence of ivc. Device was retrieved successfully." 24fr inari sheath was used as well as alligator forceps". "Pt will need second intervention in the future as no stent was placed".